Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -10.5/+1/104 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, significant reduction of irido-corneal angles, and pupil block with elevated intraocular pressure. The surgeon stated that the patient also has "cortical peripheric anterior cataract. Free visual axis." The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) was 20/20. The status of the eye is pupil sphincter paralysis.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial with clear surgical residue/debris on product. (B)(4).

Manufacturer narrative:
Visual inspection found no visible damage to the lens. The lens was returned dry in a micro centrifuge vial with clear surgical residue/ debris on the product. (B)(4).